Event description:
It was reported that the patient heard an alert tone and there was exit block. At hospital they saw that the impedance for the right ventricular (rv) lead had increased rapidly and was high. The threshold had also increased and was high. It was noted there was possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. During the week of (B)(6) 2014, rv pacing impedance rose to 1064 ohms up from a trend in the 600-800 ohm range. Impedances continued to rise to 3040 ohms (B)(6) 2015.